Manufacturer narrative:
A lumenis service engineer visited the site after the reported event and examined the device. Verified reported fault 52, replaced display to correct issue. Also replaced damaged blast shield and after reconfirming its operation, the engineer returned the system to the facility in a working order. A review of historical product complaints from the past two years shows that the same malfunction of the display has not led to serious injury. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. A review of the subject device DHR confirmed that the subject device was manufactured on 2005. According to the gso expert based on the age of the system, wear could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a cysto, laser rt stone w/ basket and stent procedure, in which a lumenis versapulse powersuite 100 w laser was being utilized, the system displayed error message and stopped working. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.